Event description:
During a dialysis treatment, there was an external blood leak immediately after the blood entered the filter. The leak was located at the blue connector on top of the filter. There was no pt injury or medical intervention.

Manufacturer narrative:
Affected product was discarded by the facility and therefore, is unavailable for analysis. Without affected product, it is difficult to determine exact cause of reported problem. Safety analysis: hazard to pt safety of an external blood leak is directly related to volume of blood loss and pt's current or past clinical history. Based on retrospective review of external blood leak complaints, there is a low likelihood that loss of extracorporeal blood circuit will result in an injury. In addition, blood loss is minimal. Follow-up action: without affected product for investigation, it is difficult for MFR to determine exact nature of reported problem. However, MFR will continue to monitor and trend. No further reporting is anticipated. DHR review: a review of device history records for reported lot indicates that lot was manufactured according to MFR's specifications.